Event description:
Event description guidant received information that during a routine follow-up appointment, the implantable cardioverter defibrillator (ICD) displayed a message that indicated a device malfunction had occurred. It was also reported that the paitent had received several inappropriate shocks from the ICD.